Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product shows signs of repeated use (nicked and gouged) and is fractured. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated returned to MFR may 18, 2017. (B)(6).

Manufacturer narrative:
(B)(4). Concomitant medical product - nexgen mis tm tibial impactor, catalog #: 00595305600, lot #: 61820495; nexgen mis tm tibial component replacement impactor pad, catalog #: 00595305606, lot #: 63039043. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02275.

Event description:
It was reported that during a knee arthroplasty procedure, the impactor pad fractured. The surgery was delayed between 31-60 minutes as the surgeon had to remove the broken pieces of the impactor pad. No adverse events have been reported as a result of the malfunction.